Event description:
It was reported that while in "catheter room" md inserted sheath into left femoral artery. Md found sheath insertion, back loading guide wire, and iab was arduous. After iab insertion, pump was turned on. Pump alarmed "blood in line" 5 minutes after switched on. Md turned pump on & off several times. Blood was noticed in helium line and md removed iab. Md inserted another iab of same product #. Pt expired. Hospital contributes death to pt's physical "state of shock due to ami." Pt's death was not associated with iab complaint.

Manufacturer narrative:
Follow-up report will be sent if more info becomes available.